Event description:
It was reported that immediately following the implant of cardiac resynchronization therapy defibrillator (crt-d) system the patient experienced diaphragmatic stimulation. The patient reported that the left side of their body was shaking and radiating though their whole body. At device follow up, approximately one week post implant, the left ventricular (lv) lead thresholds were reprogrammed which resolved the stimulation. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.